Manufacturer narrative:
Eval summary: the product was not returned for analysis the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested. There are two MFR reports associated with these events. This report is for the left eye. (B)(4).

Event description:
A pt reported that following bilateral intraocular lens (iol) implant procedures, a pt is experiencing fogy and blurry vision. The pt is also experiencing halos. The pt is unable to work due to the blurry vision. Add'l info has been requested. There are two MFR reports associated with these events. The report is for the left eye.